Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 5.1 rail was faulty, the bearing cage was coming out of the slide rail. The field service engineer replaced the drawer assembly with an onsite spare drawer and configured drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer 5.1 was clicking when user trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.